Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 1 month post initial left total shoulder arthroplasty (tsa), the patient presented with a dislocation. The surgeon decided to replace and change to a constrained humeral liner. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: 321-52-07 - 3.2mm drill bit sterile (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6).